Manufacturer narrative:
The axium coil will not be returned for evaluation as it was implanted in the patient and pushwire discarded; therefore, no definitive conclusion can be drawn regarding the clinical observation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during coiling treatment of cerebral aneurysm, this coil would not detach with an instant detacher or using manual detachment method (breaking hypotube method; an alternative method presented in the instruction for use). It was reported that during procedure, the physician tried to detach the coil with the instant detacher for a few times, but the coil was not detached. The detacher was replaced with new one, and the physician tried to detach. A few attempts were made but still the coil was not detached. The physician broke the break indicator, but still the coil was not detached. Then the physician decided to remove the axium from the patient and started retrieving. The coil was detached inside the microcatheter while retrieving, and the physician pushed the coil with a guidewire to completely implant into the aneurysm. No patient injury was reported.